Event description:
It was reported that a patient underwent a hernia repair procedure about three months ago and mesh was implanted. The patient is now presenting with auto immune symptoms. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.